Event description:
Customer reported to beckman coulter, inc. (Bec) that the creatinine syringe of the unicel dxc 800 synchron system was leaking. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the syringe. The fse verified the repair was performed per established procedures. The fse verified the results met published specifications. The fse validated the system and documented the validation in customer's quality control record.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).